Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017, noon, blood glucose of 217 mg/dl. Customer stated she had not been getting no delivery alarms, but her healthcare provider wanted to check to make sure the pump was detecting occlusions and was sensing back pressure. Customer reports they feel okay to troubleshoot. The customer was treated with manual injection using syringe and boluses with the pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.